Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 14 oct 2019. The service technician replaced the touch glass. After the touch glass was replaced, the service technician was able to calibrate the unit, and the unit operated correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 24oct2019. A touch screen assembly was returned for analysis. An investigation was performed, and the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 15aug2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.